Manufacturer narrative:
Other applicable components are: product ID 3389s-40, lot# v818108, implanted: (B)(6) 2011, product type: lead; product ID 3389s-40, lot# v772097, implanted: (B)(6) 2011, product type: lead.

Event description:
Information was reported by a patient who was implanted with a neurostimulator for non-malignant pain and other non-malignant pain. The caller reported infection. Strain reported was (B)(6). The caller reported he was implanted on left and right. Patient stated that one on the left had to be removed. The caller was provided with IV antibiotics and total system was explanted. Patient stated he did 10.5 weeks of IV port 2x a day of antibiotic vancomycin. No device allegation reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.